Event description:
Related manufacturer reference number: 2017865-2021-27184, 2017865-2021-27185. It was reported that a patient presented to the clinic on (B)(6) 2021 with a (B)(6) infection. The patient's whole system, including their implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted on (B)(6) 2021.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.